Event description:
The patient reported blood glucose results of "145 mg/dl and 105 mg/dl" with the lifescan meter, performed within 10 of each other. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet recevied them.